Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was not annunciating audible tones. There was no impact to the customer¿s blood glucose. Reportedly, the customer continued to use the pump for insulin therapy.